Event description:
It was reported the lead impedance had increased to 1300 ohms, short interval count (sic) in the 40's, and oversensing was noted on the egm. A 3500a was received and further reported the patient alert sounded, and there was noise on the lead and high impedance. Information was later received reporting the lead thresholds increased, and the lead was replaced due to a fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other text: it was reported the lead impedance had increased to 1300 ohms, short interval count (sic) in the 40's, and oversensing was noted on the egm. A 3500a was received and further reported the patient alert sounded, and there was noise on the lead and high impedance. Information was later received reporting the lead thresholds increased, and the lead was replaced due to a fracture. No patient complications were reported as a result of this event. No conclusion can be drawn capture, failure to impedance, high interference lead(s), fracture of oversensing high threshold.